Event description:
New information noted that high capture thresholds and low impedance were a chronic issue. No changes were made or planned. Physician elected to monitor lead.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. It was noted that the right ventricular lead exhibited low impedance and high capture threshold. No intervention was reported. The patient condition was unknown.